Event description:
Following a catheter revision, the pump had to be removed due to an infection. The patient outcome was reported as "temporarily without pump until infection clears." A follow up report will be sent when additional information is received.